Event description:
Patient admitted to hospital for syncope. Loss of capture stated by the ER staff. Device was replaced (competitive device-medtronic) without being tested or reprogrammed by biotronik personnel. Device is being returned for analysis.